Event description:
It was reported at the end of the procedure. It was not possible to remove the catheter. Approximately 90 cm of the catheter was cut-off and left in the pt. Same event as MDR# 2029214-2010-00255.

Manufacturer narrative:
The device will not be returned for eval as it was consumed in the event. (B)(4).